Event description:
It was reported that cco, cci readings were unstable and fluctuated from 1l to 5l min. During a timeframe of approximately 30-60 minutes without massive fluid infusion, severe bleeding, or administering vasoactive agents. There were no error messages observed. It is unknown if a sequential compression device was used at the same time. It is also unknown how the customer dealt with the case or if any troubleshooting was attempted when the problem was observed, but there were no patient complications reported.

Manufacturer narrative:
Evaluation of the returned cable was unable to confirm the customer's complaint. No defects were observed during visual inspection. Conductivity and hi-pot tests were performed by exclusive cable tester and no failures were noted. The cable performed as expected and no fault was found. The device lot number was not provided; therefore, review of the device history record could not be performed. We have also confirmed no failure was associated with the vigilance ii cco oximetry cedv monitor. No further actions will be taken at this time. (B)(4).